Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step related to the nurse call function during testing. The device's interface board needs replaced to address the issue. Additionally, the rear case with seam gasket will need to be replaced due to physical damage, and the inlet air path assembly and removable air path foam was replaced per remediation findings not related to reportable malfunction/issue.